Event description:
It was reported that the patient had pocket stimulation with stinging pain at the device site during interrogation and intermittently through the day. Reprogramming was done and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 502558 implantable pacing lead (B)(6) 1989. (B)(4).